Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was treated by the lifevest while at home, and then was taken to the hospital via ems. Ems reportedly removed the lifevest, and the patient was deceased upon arrival at the hospital. Review of the patient's ECG recordings shows that the patient was appropriately treated at 6:22:31 pm while in ventricular fibrillation (vf). The post-shock rhythm was asystole. At 6:22:45 pm, the patient's rhythm transitioned to idioventricular rhythm from 30-70 bpm until the electrode belt was disconnected at 6:25:01 pm. There is no indication of any device malfunction that caused or contributed to the patient's passing. The patient's equipment was returned and was found to be fully functional. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.